Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant procedure, the lens has become cloudy. The lens was removed and replaced over twenty one (21) years later. Additional information has been requested and received. This record is for the patients left eye.

Manufacturer narrative:
The lens was returned in a plastic bag. Viscoelastic and possible biological material are dried on the lens. The lens does not appear "cloudy". The lens was cleaned with lphse. The lens dimensions (plan view) correspond to the company lens template. The lens has a clear edge, which would identify it as a company lens (file updated). The haptics have a "t" weld. This weld style was discontinued in march of 1998. Power and resolution were evaluated. The resolution was acceptable, the power was in the range of a 24.5 diopter lens. Edge damage was observed which may have occurred during the lens removal. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported "iol cloudy" could not be determined. No problems were found with the returned lens. The lens does not appear "cloudy". The lens had solution and what appeared to be possible biological material dried/adhered to the optic and haptics. The lens dimensions (plan view) correspond to the company lens template. The lens has a clear edge, which would identify it as a company lens. The weld style would indicate the lens was manufactured before 03-1998. Power and resolution were evaluated. The resolution was acceptable, the power was in the range of a 24.5 diopter lens. The manufacturer internal reference number is: (B)(4).